Manufacturer narrative:
On (B)(6)-2021, the customer reported additional questionable albp albumin bcp, tp2 total protein gen.2, alp2 alkaline phosphatase acc. To ifcc gen.2, astlp aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation, ureal urea/bun results for approximately 350 patients tested on a cobas c 503 analytical unit. The dates of questionable results were within the date range of (B)(6)2021 and (B)(6)-2021. The customer confirmed the field service engineer performed system maintenance on (B)(6)-2021. The customer confirmed no questionable results were reported outside the laboratory. The customer performed repeat testing with the samples on the same c 503 analyzer, a cobas 8000 modular analyzer, and a different c 503 analyzer. An example of questionable results provided by the customer: the patient's initial albumin result on the c 503 analyzer was 40.7 g/l. The patient's repeat albumin result on the same analyzer was 13.8 g/l. The customer performed precision testing with calibrator material and had failing results. The alkaline phosphatase reagent lot number and expiration date were requested but not provided. The aspartate aminotransferase reagent lot number and expiration date were requested but not provided. The urea/bun reagent lot number and expiration date were requested but not provided. Updated medwatch field: b3 - date of event.

Manufacturer narrative:
The field service engineer discovered the sample probe was dirty, the water pressure for the wash station was low, and crystals were under the cover of the sonic wash station. He performed system cleanings and adjustments. He performed calibration and qc with acceptable results. The customer performed precision testing with no issues. The investigation is ongoing.

Event description:
The initial reporter received questionable albp albumin bcp, tp2 total protein gen.2, crep2 creatinine plus ver., and lact2 lactate gen.2 results for 6 patients tested on a cobas c 503 analytical unit. Prior to patient testing, the customer confirmed the "start qc" was "fine for all tests." However, "for the end qc results, all were dropped to -3 sd." The initial results were reported outside the laboratory. The customer performed repeat testing on the same analyzer as well as a different cobas c 503 analytical unit. At 17:50, sample identifier (B)(6) had an initial albumin result of 3.06 g/l. At 18:11, the patient's repeat albumin result on the same analyzer was 38.1 g/l. At 17:54, sample identifier (B)(6) had an initial total protein result of 41.6 g/l. At 18:11, the patient's repeat total protein result on the same analyzer was 61.5 g/l. At 18:17, sample identifier (B)(6) had an initial total protein result of 34.0 g/l. At 18:40, the patient's repeat total protein result on the same analyzer was 70.6 g/l. At 19:47, sample identifier (B)(6) had an initial creatinine result of 47.1 umol/l. At 23:23, the patient's repeat creatinine result on the other analyzer was 79.9 umol/l. At 20:39, sample identifier (B)(6) had an initial total protein result of 49.6 g/l. At 23:17, the patient's repeat total protein result on the other analyzer was 65.7 g/l. At 21:42, sample identifier (B)(6) had an initial lactate result of 0.777 mmol/l. At 23:16, the patient's repeat lactate result on the other analyzer was 3.62 mmol/l. Albumin reagent lot number was 547967 with an expiration date requested but not provided. Total protein reagent lot number was 577235 with an expiration date requested but not provided. The creatinine reagent lot number was 577467 with an expiration date requested but not provided. The lactate reagent lot number was 562693 with an expiration date requested but not provided.

Manufacturer narrative:
After service, the customer confirmed there were no further issues and had improved performance. Based on the available information, general reagent issues could be excluded. The investigation determined the service actions resolved the issue.